Manufacturer narrative:
The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned because of hospital policy. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because the device was not returned.

Event description:
It was reported that there was a removal of an accolade stem and head because the patient had pain and a loose stem.

Event description:
It was reported that there was a removal of an accolade stem and head because the patient had pain and a loose stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.